Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Prior to implantation, and during pump preparation, some foreign material was detected in the pump's outflow graft port. Pump was removed and replaced.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the lvad pump in relation to the reported event. This included clinical evaluation, review of manufacturing documentation, visual /functional examination and lab analysis. The reported event of foreign material was visually confirmed. The foreign material was removed from the pump and sent to an external analysis laboratory (constellation technology) for product identification. It was confirmed that the foreign material was silicone similar to the silicone that is extensively used during pump assembly. Review of the manufacturing documentation established that the components and the pump had met all the internal specifications prior to product acceptance. Heartware has performed a risk assessment and identified three likely scenarios which may have contributed to this type of event and has implemented corrective action to prevent recurrence. The root cause of the error is likely manufacturing (operator) error. No additional information will be forthcoming.